Event description:
It was reported there was a power on reset (por) condition. It was reported the patient¿s system is ¿not working¿. It was reported the patient received a por message after charging their device one day prior to report. It was reported the patient was able to clear the por and the ¿problem was resolved¿. It was reported the patient had a loss of therapeutic effect. It was noted the patient has had no therapeutic relief since one day prior to report; however, they stated ¿it¿s been really bad for the last week¿. It was reported the patient has no stimulation sensation. It was reported the device ¿is not working right¿ and the patient is unsure of what to do. It was reported the patient has tried group a at 4.0 and group b at 4.0 and cannot feel stimulation with either setting. It was noted that the patient verified the stimulation was on. It was reported the patient was worried their stimulation was up too high and that it might ¿jerk¿ them. It was reported the patient has tried different positions to see if they could feel stimulation, but it was unsuccessful. It was reported the patient turned the stimulation up to 4.6 while on group b, but still did not feel any stimulation. It was noted the patient charged one week prior to report and ¿it was fine¿; however, when they tried to charge one day prior to report the ¿didn¿t feel anything¿. The patient reported that ¿now it¿s like completely dead even though the device is turned on¿. It was noted the patient has had no recent falls or trauma. It was noted the patient had an appointment scheduled with their hcp on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# n0029467, implanted: (B)(6) 2005, product type: lead. (B)(4).